Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates no visible j stiffener wire fractures. X-ray of lead confirms no j stiffener wire fractures.